Manufacturer narrative:
Evaluation summary: the product was returned for investigation and sent for sterilization. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to the manufacturer's release criteria. There have been no other complaints for the lot. The root cause is inconclusive: the sample was sent to sterilization prior to the investigation activities. The root cause will be reassessed upon completing the investigation. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that during a glaucoma filtration device (gfd) implant procedure, the device was hard to insert and could not be released from the device delivery system. The surgery was performed and completed after replacing the device with another one during the initial procedure. No further information is expected.

Manufacturer narrative:
Product evaluation: the product was returned for investigation and received in the following manner: the sample was returned in an open original outer box. The device and the delivery system were returned for investigation placed in a cradle and in a plastic bag. The delivery system wire is partially pressed down, is pulled in and slightly protrudes from the cannula opening. Visual examination of the shunt: the shunt body has some dirt and is undamaged visual examination of the shunt inner lumen was found was partially clogged; after the cleaning some residues remain in the shunt lumen. There is no indication of manufacturing defects. It seems that the delivery system trigger was operated and performed its functionality - releasing the shunt. Therefore, the complaint cannot be confirmed. Root cause cannot be identified as the primary package was opened, therefore, there is no way to determine how and when the shunt fell off the delivery system. All products pass 100% final inspection at the manufacturer prior to approval. If a defect would be noticed, the product would have been rejected. (B)(4).